Manufacturer narrative:
(B)(4).

Event description:
The high voltage lead impedance was low due to the lead not being properly connected to the header of the device. The device was replaced and the right ventricular lead remained implanted and the patient was stable.

Manufacturer narrative:
The device, when received in the laboratory, was seen to be greater than eri. The lead bore diameters were tested with lead bore gauges and all were within required specifications. Bench testing was performed and the device was normal. No device anomaly was revealed. The cause of the impedance anomaly remains undetermined.